Event description:
The consumer reported a loss of therapy starting on (B)(6) 2016. It was stated they were experiencing back pain and would like to change programs to see if it would help. When checking the implant with the patient programmer, stimulation was found to be on. It was noted the patient had the ability to change stimulation and had another group to try. The patient was able to change from group b, program 1 at 2.80 to group a, program 1. It was stated the patient was increasing stimulation while on the phone and would continue making their own adjustments. It was indicated that the issue wasn't resolved at the time of the report. It was further reported that the patient said they had adaptive stimulation; however, they weren't seeing the different words or pictures indicating the different positions. Indication for use was non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the manufacturer representative put in a different program and that resolved the increased pain they were having.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.